Event description:
The large pt (with tortuous, but no calcification or scarring of the artery) underwent a left heart catheterization. A radial catheterization (prior to use of the axera device) was attempted without success. An axera device was then used for groin access. The stick and deployment were satisfactory. The case was converted to intervention of the circumflex artery. Angiomax was administered. Upon conclusion of the case, the pt was relaxed and the site looked good, slightly bruised, but no hematoma but two hours later, prior to sheath pull, a small (nickel-sized) hematoma was observed. At the end of manual compression, the pt began coughing persistently and cough medicine needed to be administered. During the night, the pt experienced multiple episodes of coughing that caused a rebleed and add'l manual compression. Cough medication with codeine was administered multiple times. The following morning, an ultrasound revealed a 7cm x 3cm pseudoaneurysm, which was then treated by an interventional radiologist via thrombin injection. The physician determined that coughing and pt habitus contributed to the pseudoaneurysm. The pt recovered with no further sequelae and was discharged (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU) was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of spec. The probable root cause, based on available info, is the pt's chronic cough and pt anatomy/health history.